Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("tail end of the coils had become embedded deep into uterus"), device expulsion ("both essure micro-inserts had begun to migrate into her uterus"), genital haemorrhage ("abnormal bleeding (general)"), haemorrhage ("bleeding disorder"), uterine haemorrhage ("blood pockets that have accumulated in uterus"), intrauterine infection ("infection deep inside uterus") and loss of consciousness ("blacked out") in a 25-year-old female patient who had essure (batch no. C91741) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2 and migraine in (B)(6) 2014. Previously administered products included for an unreported indication: loestrin from 2010 to 2011. Concurrent conditions included depression since (B)(6) 2013. Concomitant products included ibuprofen for pelvic pain as well as bamethan sulfate (butibatol) from 2015 to 2017, doxepin since july 2013 to 2016, doxycycline (doxycyclin) since (B)(6) 2017, fluoxetine hydrochloride (prozac) since 18-jan-2016, medroxyprogesterone acetate (depo-provera) since 2014 to march 2015, medroxyprogesterone from 16-dec-2013 to 1-mar-2015 and trazodone since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping),"), pelvic pain ("severe pelvic pain, even when not menstruating/pain"), anxiety ("anxiety"), mood swings ("hormonal changed: mood swings"), hot flush ("hot flashes"), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced fatigue ("chronic fatigue/fatigue"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("unpredictable spotting/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation/abnormal bleeding(vaginal, menorrhagia)") and the first episode of alopecia ("hair loss"). On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse"). On (B)(6) 2016, the patient experienced tooth fracture ("dental problems: front tooth was chipping for no reason"). In (B)(6) 2017, the patient experienced haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), intrauterine infection (seriousness criteria medically significant and intervention required), loss of consciousness (seriousness criterion medically significant), back pain ("pains and hospital trips / lower back pains/ severe lower back pain, even when not menstruating"), abdominal pain upper ("stomach cramps, stomach pain"), amenorrhoea ("lack of menstral cycles"), acne ("breakouts over my face and chest"), abdominal distension ("bloating"), weight increased ("weight gain"), the second episode of alopecia ("hair loss"), abdominal pain lower ("severe lower abdominal pain, even when not menstruating"), dysgeusia ("metallic taste in mouth"), ovarian cyst ("cyst on my left ovary"), coital bleeding ("end up bleeding afterwards"), loss of libido ("sex is too painful, no desire"), incision site pain ("incision burning"), incision site swelling ("right behind my incision is rock hard and swollen"), irritable bowel syndrome ("ibs is really bad"), polymenorrhoea ("two periods for back to back"), gastrooesophageal reflux disease ("acid refllux"), dizziness ("lightheaded"), foot fracture ("sprained or broken toe during the process"), ligament sprain ("sprained or broken my pinky toe during the process") and somnolence ("been sleeping most of the day"). The patient was treated with topiramate (topamax), paracetamol (tylenol), antidepressants, analgesics, surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, haemorrhage, uterine haemorrhage, intrauterine infection, loss of consciousness, amenorrhoea, vaginal haemorrhage, acne, abdominal distension, weight increased, the last episode of alopecia, abdominal pain lower, menorrhagia, dysgeusia, fatigue, anxiety, headache, nausea, tooth fracture, allergy to metals, vaginal discharge, ovarian cyst, coital bleeding, loss of libido, incision site pain, incision site swelling, irritable bowel syndrome, polymenorrhoea, gastrooesophageal reflux disease, dizziness, foot fracture, ligament sprain and somnolence outcome was unknown, the genital haemorrhage, back pain, abdominal pain upper, pelvic pain and depression had resolved, the dysmenorrhoea, dyspareunia and migraine was resolving and the mood swings and hot flush had not resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, acne, allergy to metals, amenorrhoea, anxiety, back pain, coital bleeding, depression, device expulsion, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, fatigue, foot fracture, gastrooesophageal reflux disease, genital haemorrhage, haemorrhage, headache, hot flush, incision site pain, incision site swelling, intrauterine infection, irritable bowel syndrome, ligament sprain, loss of consciousness, loss of libido, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, polymenorrhoea, somnolence, tooth fracture, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: since patient's removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion; on (B)(6) 2015: confirming full occlusion of fallopian tubes in (B)(6) 2016, patient had a pelvic ultrasound, the results of which revealed that both essure micro-inserts had begun to migrate into her uterus. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 7-jun-2018: new reporter and new events embedded device, uterine haemorrhage, intrauterine infection, loss of consciousness, ovarian cyst, coital bleeding , loss of libido, incision site pain, incision site swelling, irritable bowel syndrome, polymenorrhoea, gastrooesophageal reflux disease, dizziness, foot fracture, ligament sprain and somnolence added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA·2014·n·0736·0356) on 11-aug-2015. The most recent information was received on 06-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("both essure micro-inserts had begun to migrate into her uterus"), genital haemorrhage ("abnormal bleeding (general)") and haemorrhage ("bleeding disorder") in a 25-year-old female patient who had essure (batch no. C91741) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2 and migraine in (B)(6) 2014. Previously administered products included for an unreported indication: loestrin from 2010 to 2011. Concurrent conditions included depression since (B)(6) 2013. Concomitant products included bamethan sulfate (butalbital) from 2015 to 2017, doxepin since (B)(6) 2013 to 2016, doxycycline (doxycyclin) since (B)(6) 2017, fluoxetine hydrochloride (prozac) since (B)(6) 2016, medroxyprogesterone acetate (depo-provera) since 2014 to (B)(6) 2015, medroxyprogesterone from (B)(6) 2013 to (B)(6) 2015 and trazodone since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping),"), pelvic pain ("severe pelvic pain, even when not menstruating/pain"), anxiety ("anxiety"), mood swings ("hormonal changed: mood swings"), hot flush ("hot flashes"), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced fatigue ("chronic fatigue/fatigue"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("unpredictable spotting/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation/abnormal bleeding(vaginal, menorrhagia)") and the first episode of alopecia ("hair loss"). On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse"). On (B)(6) 2016, the patient experienced tooth fracture ("dental problems: front tooth was chipping for no reason"). In (B)(6) 2017, the patient experienced haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), back pain ("pains and hospital trips / lower back pains/ severe lower back pain, even when not menstruating"), abdominal pain upper ("stomach cramps"), amenorrhoea ("lack of menstrual cycles"), acne ("breakouts over my face and chest"), abdominal distension ("bloating"), weight increased ("weight gain"), the second episode of alopecia ("hair loss"), abdominal pain lower ("severe lower abdominal pain, even when not menstruating") and dysgeusia ("metallic taste in mouth"). The patient was treated with topiramate (topamax), paracetamol (tylenol), antidepressants and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, haemorrhage, amenorrhoea, vaginal haemorrhage, acne, abdominal distension, weight increased, the last episode of alopecia, abdominal pain lower, menorrhagia, dysgeusia, fatigue, anxiety, headache, nausea, tooth fracture, allergy to metals and vaginal discharge outcome was unknown, the genital haemorrhage, back pain, abdominal pain upper, pelvic pain and depression had resolved, the dysmenorrhoea, dyspareunia and migraine was resolving and the mood swings and hot flush had not resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, acne, allergy to metals, amenorrhoea, anxiety, back pain, depression, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, nausea, pelvic pain, tooth fracture, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: since patient's removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion; on (B)(6) 2015: confirming full occlusion of fallopian tubes. In (B)(6) 2016, patient had a pelvic ultrasound, the results of which revealed that both essure micro-inserts had begun to migrate into her uterus. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 6-jun-2018: pfs received, lot number added, lab data added,event outcome for event dysmenorrhoea, dyspareunia, migraine updated from unknown to recovering/resolving, mood swings and hot flash updated from unknown to not recovered/ not resolved. Depression and genital haemorrhage from unknown to recovered/resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA·2014·n·0736·0356) on 11-aug-2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('tail end of the coils had become embedded deep into uterus'), device expulsion ('both essure micro-inserts had begun to migrate into her uterus'), haemorrhage ('bleeding disorder'), uterine haemorrhage ('blood pockets that have accumulated in uterus'), intrauterine infection ('infection deep inside uterus') and loss of consciousness ('blacked out') in a 25-year-old female patient who had essure (batch no. C91741) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine in (B)(6) 2014 and parity 2. Previously administered products included for an unreported indication: loestrin from 2010 to 2011. Concurrent conditions included depression since (B)(6) 2013. Concomitant products included ibuprofen for pelvic pain as well as bamethan sulfate (butibatol) from 2015 to 2017, doxepin since (B)(6) 2013 to 2016, doxycycline since (B)(6) 2017, fluoxetine hydrochloride (prozac) since (B)(6) 2016, medroxyprogesterone acetate (depo-provera) since 2014 to (B)(6) 2015, medroxyprogesterone from (B)(6) 2013 to (B)(6) 2015 and trazodone since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping),"), pelvic pain ("severe pelvic pain, even when not menstruating/pain"), anxiety ("anxiety"), mood swings ("hormonal changed: mood swings"), hot flush ("hot flashes"), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On (B)(6) 2014, the patient experienced fatigue ("chronic fatigue/fatigue"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("unpredictable spotting/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation/abnormal bleeding(vaginal, menorrhagia)") and the first episode of alopecia ("hair loss"). On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse"). On (B)(6) 2016, the patient experienced tooth fracture ("dental problems: front tooth was chipping for no reason"). In (B)(6) 2017, the patient experienced haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), intrauterine infection (seriousness criteria medically significant and intervention required), loss of consciousness (seriousness criterion medically significant), back pain ("pains and hospital trips / lower back pains/ severe lower back pain, even when not menstruating"), abdominal pain upper ("stomach cramps, stomach pain"), amenorrhoea ("lack of menstral cycles"), acne ("breakouts over my face and and chest"), abdominal distension ("bloating"), the second episode of alopecia ("hair loss"), abdominal pain lower ("severe lower abdominal pain, even when not menstruating"), dysgeusia ("metallic taste in mouth"), ovarian cyst ("cyst on my left ovary"), coital bleeding ("end up bleeding afterwards"), loss of libido ("sex is too painful, no desire"), incision site pain ("incision burning"), incision site swelling ("right behind my incision is rock hard and swollen"), irritable bowel syndrome ("ibs is really bad"), polymenorrhoea ("two periods for back to back"), gastrooesophageal reflux disease ("acid refllux"), dizziness ("lightheaded"), foot fracture ("sprained or broken toe during the process"), ligament sprain ("sprained or broken my pinky toe during the process"), somnolence ("been sleeping most of the day") and procedural pain ("get the pain / even though the pain from procedure") and was found to have weight increased ("weight gain"). The patient was treated with analgesics, antidepressants, paracetamol (tylenol), topiramate (topamax) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, haemorrhage, uterine haemorrhage, intrauterine infection, loss of consciousness, amenorrhoea, vaginal haemorrhage, acne, abdominal distension, weight increased, the last episode of alopecia, abdominal pain lower, menorrhagia, dysgeusia, fatigue, anxiety, headache, nausea, tooth fracture, allergy to metals, vaginal discharge, ovarian cyst, coital bleeding, loss of libido, incision site pain, incision site swelling, irritable bowel syndrome, polymenorrhoea, gastrooesophageal reflux disease, dizziness, foot fracture, ligament sprain, somnolence and procedural pain outcome was unknown, the back pain, genital haemorrhage, abdominal pain upper, pelvic pain and depression had resolved, the dysmenorrhoea, dyspareunia and migraine was resolving and the mood swings and hot flush had not resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, acne, allergy to metals, amenorrhoea, anxiety, back pain, coital bleeding, depression, device expulsion, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, fatigue, foot fracture, gastrooesophageal reflux disease, genital haemorrhage, haemorrhage, headache, hot flush, incision site pain, incision site swelling, intrauterine infection, irritable bowel syndrome, ligament sprain, loss of consciousness, loss of libido, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, polymenorrhoea, procedural pain, somnolence, tooth fracture, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: since patient's removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion; on (B)(6) 2015: results: confirming full occlusion of fallopian tubes. Diagnostic results: in (B)(6) 2016, patient had a pelvic ultrasound, the results of which revealed that both essure micro-inserts had begun to migrate into her uterus. Concerning the injuries reported in this case, the following one was reported via social media: procedural pain. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received- new event get the pain / even though the pain from procedure was added. Event of genital haemorrhage downgraded to non-serious. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA·(B)(4)) on 11-aug-2015. The most recent information was received on 13-apr-2020. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('tail end of the coils had become embedded deep into uterus'), device expulsion ('both essure micro-inserts had begun to migrate into her uterus'), haemorrhage ('bleeding disorder'), uterine haemorrhage ('blood pockets that have accumulated in uterus'), intrauterine infection ('infection deep inside uterus') and loss of consciousness ('blacked out') in a 25-year-old female patient who had essure (batch no. C91741) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine in (B)(6) 2014 and parity 2. Previously administered products included for an unreported indication: loestrin from 2010 to 2011. Concurrent conditions included depression since (B)(6) 2013. Concomitant products included ibuprofen for pelvic pain as well as bamethan sulfate (butibatol) from 2015 to 2017, doxepin since (B)(6) 2013 to 2016, doxycycline since (B)(6) 2017, fluoxetine hydrochloride (prozac) since (B)(6) 2016, medroxyprogesterone acetate (depo-provera) since 2014 to (B)(6) 2015, medroxyprogesterone from (B)(6) 2013 to (B)(6) 2015 and trazodone since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping),"), pelvic pain ("severe pelvic pain, even when not menstruating/pain"), anxiety ("anxiety"), mood swings ("hormonal changed: mood swings"), hot flush ("hot flashes"), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On (B)(6) 2014, the patient experienced fatigue ("chronic fatigue/fatigue"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("unpredictable spotting/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation/abnormal bleeding(vaginal, menorrhagia)") and the first episode of alopecia ("hair loss"). On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse"). On (B)(6) 2016, the patient experienced tooth fracture ("dental problems: front tooth was chipping for no reason"). In (B)(6) 2017, the patient experienced haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), intrauterine infection (seriousness criteria medically significant and intervention required), loss of consciousness (seriousness criterion medically significant), back pain ("pains and hospital trips / lower back pains/ severe lower back pain, even when not menstruating"), abdominal pain upper ("stomach cramps, stomach pain"), amenorrhoea ("lack of menstral cycles"), acne ("breakouts over my face and and chest"), abdominal distension ("bloating"), the second episode of alopecia ("hair loss"), abdominal pain lower ("severe lower abdominal pain, even when not menstruating"), dysgeusia ("metallic taste in mouth"), ovarian cyst ("cyst on my left ovary"), coital bleeding ("end up bleeding afterwards"), loss of libido ("sex is too painful, no desire"), incision site pain ("incision burning"), incision site swelling ("right behind my incision is rock hard and swollen"), irritable bowel syndrome ("ibs is really bad"), polymenorrhoea ("two periods for back to back"), gastrooesophageal reflux disease ("acid refllux"), dizziness ("lightheaded"), foot fracture ("sprained or broken toe during the process"), ligament sprain ("sprained or broken my pinky toe during the process"), somnolence ("been sleeping most of the day") and procedural pain ("get the pain / even though the pain from procedure") and was found to have weight increased ("weight gain"). The patient was treated with analgesics, antidepressants, paracetamol (tylenol), topiramate (topamax) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, haemorrhage, uterine haemorrhage, intrauterine infection, loss of consciousness, amenorrhoea, vaginal haemorrhage, acne, abdominal distension, weight increased, the last episode of alopecia, abdominal pain lower, menorrhagia, dysgeusia, fatigue, anxiety, headache, nausea, tooth fracture, allergy to metals, vaginal discharge, ovarian cyst, coital bleeding, loss of libido, incision site pain, incision site swelling, irritable bowel syndrome, polymenorrhoea, gastrooesophageal reflux disease, dizziness, foot fracture, ligament sprain, somnolence and procedural pain outcome was unknown, the back pain, genital haemorrhage, abdominal pain upper, pelvic pain and depression had resolved, the dysmenorrhoea, dyspareunia and migraine was resolving and the mood swings and hot flush had not resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, acne, allergy to metals, amenorrhoea, anxiety, back pain, coital bleeding, depression, device expulsion, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, fatigue, foot fracture, gastrooesophageal reflux disease, genital haemorrhage, haemorrhage, headache, hot flush, incision site pain, incision site swelling, intrauterine infection, irritable bowel syndrome, ligament sprain, loss of consciousness, loss of libido, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, polymenorrhoea, procedural pain, somnolence, tooth fracture, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: since patient's removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion; on (B)(6) 2015: results: confirming full occlusion of fallopian tubes. Diagnostic results: in (B)(6) 2016, patient had a pelvic ultrasound, the results of which revealed that both essure micro-inserts had begun to migrate into her uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 13-apr-2020: quality safety evaluation of ptc ,fu-up 13 14 processed together. On 23-mar-2020: social media documents revived, new reporter added fu-up 13 14 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA·2014·n·0736·0356) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("both essure micro-inserts had begun to migrate into her uterus"), genital haemorrhage ("abnormal bleeding (general)") and haemorrhage ("bleeding disorder") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2 and migraine in january 2014. Previously administered products included for an unreported indication: loestrin from 2010 to 2011. Concurrent conditions included depression since january 2013. Concomitant products included bamethan sulfate (butibatol) from 2015 to 2017, doxepin since july 2013 to 2016, doxycycline (doxycyclin) since (B)(6) 2017, fluoxetine hydrochloride (prozac) since (B)(6) 2016 and trazodone since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping),"), pelvic pain ("severe pelvic pain, even when not menstruating/pain"), anxiety ("anxiety"), mood swings ("hormonal changed: mood swings"), hot flush ("hot flashes"), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced fatigue ("chronic fatigue/fatigue"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("unpredictable spotting/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation/abnormal bleeding(vaginal, menorrhagia)") and the first episode of alopecia ("hair loss"). On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse"). On (B)(6) 2016, the patient experienced tooth fracture ("dental problems: front tooth was chipping for no reason"). In january 2017, the patient experienced haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), back pain ("pains and hospital trips / lower back pains/ severe lower back pain, even when not menstruating"), abdominal pain upper ("stomach cramps"), amenorrhoea ("lack of menstral cycles"), acne ("breakouts over my face and chest"), abdominal distension ("bloating"), weight increased ("weight gain"), the second episode of alopecia ("hair loss"), abdominal pain lower ("severe lower abdominal pain, even when not menstruating") and dysgeusia ("metallic taste in mouth"). The patient was treated with topiramate (topamax), paracetamol (tylenol), antidepressants and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, genital haemorrhage, haemorrhage, amenorrhoea, vaginal haemorrhage, acne, abdominal distension, weight increased, the last episode of alopecia, dysmenorrhoea, abdominal pain lower, menorrhagia, dysgeusia, dyspareunia, fatigue, anxiety, mood swings, hot flush, depression, migraine, headache, nausea, tooth fracture, allergy to metals and vaginal discharge outcome was unknown and the back pain, abdominal pain upper and pelvic pain had resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, acne, allergy to metals, amenorrhoea, anxiety, back pain, depression, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, nausea, pelvic pain, tooth fracture, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: since patient's removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirming full occlusion of fallopian tubes in oct-2016, patient had a pelvic ultrasound, the results of which revealed that both essure micro-inserts had begun to migrate into her uterus. Quality-safety evaluation of ptc: final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported lack of efficacy and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received : reporter information added,patient demographic details added, product stop date updated,concomitant and treatment drug added, event was added- mood swings, hot flashes, genital bleeding, depression, migraines,headaches, nausea, dental problems, nickel allergy, vaginal discharge,hair loss. Event was clubbed- (unpredictable spotting/abnormal bleeding - vaginal, menorrhagia), (abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation/abnormal bleeding- vaginal, menorrhagia),( abnormally severe menstrual pain/dysmenorrhea (cramping), ( severe pelvic pain, even when not menstruating/pain),( chronic fatigue/fatigue) and event outcome added- - low back pain, pelvic pain, stomach cramps was recovered / resolved. On (B)(6) 2018: medical record received. Reporters added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority FDA (reference number: FDA·2014·n·0736·0356) on 11-aug-2015. The most recent information was received on 25-sep-2017. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("both essure micro-inserts had begun to migrate into her uterus") and haemorrhage ("bleeding disorder") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2 and migraine in (B)(6) 2014. Concurrent conditions included depression (B)(6) 2013. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced anxiety ("anxiety"). In (B)(6) 2017, the patient experienced haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), back pain ("pains and hospital trips / lower back pains/ severe lower back pain, even when not menstruating"), abdominal pain upper ("stomach cramps"), amenorrhoea ("lack of menstrual cycles"), vaginal haemorrhage ("unpredictable spotting"), acne ("breakouts over my face and chest"), abdominal distension ("bloating"), weight increased ("weight gain"), alopecia ("hair loss"), dysmenorrhoea ("abnormally severe menstrual pain"), pelvic pain ("severe pelvic pain, even when not menstruating"), abdominal pain lower ("severe lower abdominal pain, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation"), dysgeusia ("metallic taste in mouth"), dyspareunia ("painful intercourse") and fatigue ("chronic fatigue"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2017, during which both of fallopian tubes were removed). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, haemorrhage, back pain, abdominal pain upper, amenorrhoea, vaginal haemorrhage, acne, abdominal distension, weight increased, alopecia, dysmenorrhoea, pelvic pain, abdominal pain lower, menorrhagia, dysgeusia, dyspareunia, fatigue and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, acne, alopecia, amenorrhoea, anxiety, back pain, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since patient's removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirming full occlusion of fallopian tubes in (B)(6) 2016, patient had a pelvic ultrasound, the results of which revealed that both essure micro-inserts had begun to migrate into her uterus. Quality-safety evaluation of ptc: final assessment. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment. No product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported lack of efficacy and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 25-sep-2017: reporter information and lawyers added (legal case), essure start date updated from 2014 to (B)(6) 2014 and indication updated to permanent birth control, lab data added, events both essure micro-inserts had begun to migrate into her uterus, anxiety, bleeding disorder, abnormally severe menstrual pain, severe pelvic, lower abdominal, even when not menstruating, abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation, metallic taste in mouth, painful intercourse and chronic fatigue were added, events hair loss and lower back pain, even when not menstruating were clubbed with previously reported events. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.